Event description:
A (B)(6) year female undergoing a laparoscopic cholecystectomy and repair of incarcerated umbilical hernia when the surgeon was removing a hassan 12mm trocar and noticed that the black tie down of the trocar was broken.